Event description:
It was reported by the aci vascular closure specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Following the procedure, the physician who is training, selected the mynxgrip vascular closure device 6f/7f to closure the access site. The technician reported tha the balloon was tested per the IFU and the integrity of the balloon was intact. While the physician pulled back towards the arteriotomy the balloon ruptured. The device was removed along with the sheath and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.